Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1927psf-475 was received for investigation. Visual inspection identified that the peek implant broke into two fragments, starting at the fourth distal-most thread. The eyelet was not returned for analysis, although the suture present at the distal tip was noted to be frayed. The cause remains undetermined. It was noted that the method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. As such, a probable cause can be attributed to improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that (2) ar-1927psf-475 peek corkscrew broke. This was discovered during a procedure on (B)(6) 2021, when surgeon punched in preparation for implant, both suture anchor peek corkscrew broke during insertion.